Event description:
The customer reported at the beginning of a stem cell collection procedure, they received a 'leak in the centrifuge' alarm. While unloading the disposable set, the operator noticed that the tubing coming out of the chamber was 'mismatched'. The procedure was completed on another spectra optia machine. Due to EU personal data protection laws, the patient information is not available from the customer. This report is being filed in response to the customer filing a (B)(4) report with their local authorities.

Manufacturer narrative:
This record was identified during a retrospective review of mdrs to identify records in which an event occurred, but the type of reportable event was not indicated.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a spectra optia set was returned for investigation. Upon visual inspection it was noted that the tube to the wider end of the wbc chamber was detached. No tubing was noted inside the bond socket of the wbc chamber. Solvent markings on the detached tubing indicated that it had been adequately inserted during assembly, and that solvent had been applied. However, it could not be conclusively determined that the amount of solvent was adequate. Root cause: the root cause for the leak was likely due to insufficient solvent during assembly since the tubing was not torn and the tubing was detached from the wbc chamber bond socket. Corrective action: an internal CAPA is in process for the disposable solvent application.